Manufacturer narrative:
Batch review performed on 26 august 2021 lot 172032: (B)(4) items manufactured and released on 27-june-2017. Expiration date: 2022-may-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose femur and the cause of the loose femur is unknown. 2 years and 10 months after the primary surgery, the surgeon revised the femoral component and poly. The surgery was completed successfully.